Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as discomfort and pressure and aggravating the area of surgery and existing hematoma. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed ended use for the pre-existing condition. The outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.